Event description:
During a stent placement to the right coronary, the guiding catheter lost seating in the right coronary ostium. Lost wire placement also. Pulled wire back, repositioned catheter, re-deployed wire, took a picture and notied dissection to right coronary cusp. Finished procedure, sent pt for a cat scan. Pt did not need surgery and is in stable condition.